Event description:
Pace 203h dual external pacemaker (s/n (B)(4)) indicated serious error while being connected to a pt. The stimulation rate changed without input of the operator. Vigilance in process. The body of this external pacemaker shows signs of damage due to dropping. The apparently malfunctioning pacemaker was replaced by a similar model. (B)(4).